Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical devices: 00585001296, 64510164, polyethylene insert xt size b use with distal femoral xt size b use with xt only. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02801.

Event description:
It was reported the patient underwent an initial right knee implant. Approximately two years post implantation the patient experienced periprosthetic and implant fracture after kneeling on the knee and had a two stage revision. The patient later experienced a fall at home with a subsequent dislocation, joint effusion and loosening. The patient had a poly and distal femoral revision approximately 8 months post implantation. The patient presents again with what appeared to be a sprained knee joint; however an implant fracture was noted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the poly box and hinge post identified crack and fracture. Poly box shows post fractured damages/deformed and it looks like happened after the initial fracture on the hinge post. Hinge post was a fracture on the top and cracked into three pieces. Device was submitted for further analysis. The analysis determined that the segmental hinge post showed that it fractured due to bending overload. The fracture surface showed one of the suspected crack initiation areas near the outer diameter of the hinge post. River lines identified on the fracture surface, which are indicative of overload crack propagation of the suspected crack exit area, exhibiting mixed mode of fracture with ductile dimples. The material analysis noted to be conforming. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the patient has a history of fractures. The last surgery was for a periprosthetic fracture. Operative notes state that the patient had a fall and instability in the area of an axis-guided knee joint. The broken coupling mechanism was noted. Pre revision x-ray review states anatomic alignment of the right knee arthroplasty without evidence of fracture or dislocation. The device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Per package insert: fracture, instability, pain are known adverse effects of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.